Event description:
It was reported by hvt sales representative that an edwards valve was explanted due to perivalvular leak. The valve was originally implanted in 2004. During surgery it was discovered that there was a tear, it is not known if tear was on one of the leaflets or the sewing ring. Sales representative will return the device. The device is in pathology and will be returned once pathology releases device to rep. On 07/27/10 call from sales rep. Indicating that the hospital will not release the device without patient authorization. Sales rep. Indicated to follow up with surgeon's office for operative report. On 08/11/10 faxed operative report request to surgeon's office.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through hvt sales representative. The device history record (DHR) review is not possible due to no lot/serial number was provided.

Manufacturer narrative:
Fax from healthcare provider dated 08/18/2010, indicated that the device reported is not an edwards valve.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.